Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of chest pain requiring hospitalization, and the subsequent cardiac arrest and death of the patient. The etiology of the event(s) is unknown; therefore causality cannot fully be determined. However, based on the lack of information available, and due to the fact the patient the patient was in active treatment at the time of the event(s); a causal relationship cannot be ruled out. Additionally, the liberty select cycler was not returned for product evaluation. It is known, esrd patients have a higher mortality rating compared to the general population. At the time of this investigation, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event(s). Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called customer service requesting operational assistance cancelling her pd treatment for an unspecified medical emergency. During the call, the patient stated they were uncertain if the liberty select cycler caused the medical emergency. Follow-up with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018 revealed the patient was hospitalized on (B)(6) 2018 due to chest pain (severity unknown). The patient was connected to the liberty select cycler at the time and required disconnection (details unknown). The hospital records are unavailable; however the pdrn stated the chest pain was found to be non-cardiac related (details unknown). The patient continued to perform pd therapy during the hospitalization, and was kept for observation (details unknown) until discharge on (B)(6) 2018. The pdrn reported later the same day, the patient experienced chest pain again which radiated to her back. The patient was brought to the emergency room (ER) and underwent a cardiac catheterization; which revealed multiple blocked arteries (details unknown). The patient experienced a cardiac arrest (details unknown) on (B)(6) 2018 and subsequently expired. The patient was a known do no resuscitate (dnr), as such, no resuscitative measures were performed. Subsequent attempts to obtain additional information have thus far proven unsuccessful. As such, the hospital course, rrt details/regimen and specifics regarding the patient¿s death are unknown. Furthermore, it is unknown if any fresenius device(s) or product(s) were utilized during the course of hospitalization. The liberty select cycler was not returned to the manufacture for product evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
...